Event description:
It was reported that the patient experienced hypoglycemia while using the ilet system with a dexcom g6 sensor, including a sensor glucose of 64 mg/dl and confirmatory fingersticks of 73 mg/dl followed by 49 mg/dl; the patient paused the ilet and initially did not treat, then ingested arizona green tea and three glucose tablets after counseling to treat and recheck in 15 minutes. Symptoms included no reported hypoglycemic symptoms at the time of the initial low reading. Outcomes included self-treatment with oral carbohydrates and continuation of home care without escalation. Investigation included review of the event details and user-reported actions during the episode. Investigation of this case revealed no evidence of device malfunction based on available information, with the cause of hypoglycemia remaining unclear and possibly influenced by intercurrent illness. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.